Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer reported the shaft of maryland bipolar forceps instrument was overheating and the output was weak. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use and there was no reported injury.